Event description:
Information received by medtronic indicated that the insulin pump had failed battery. No harm requiring medical intervention was reported. The customer discontinued the use of device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged failed battery test found on (B)(6) 2021. The insulin pump arrived without a battery cap in place. The insulin pump passed the displacement test, active current test, sleep current test and self test. No failed battery test noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and no power / battery alerts and alarms were found in the history files or traces on the event date. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked retainer, partially detached retainer, battery tube threads - cracked, cracked case (battery tube), serial number label faded. Alleged failed battery test not confirmed due to no data on event date in trace files. Unable to confirm damaged battery cap due to insulin pump arriving without a battery cap in place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.